Event description:
Infomation was received that a pt's automatic implantable cardioverter defibrillator (aicd) system did not detect his arrythmia and he was resuscitated by the emergency medical technicians. The physicians performed an invasive procedure to evaluate the system. Visual inspection of the lead system by the physician noted a discoloration of this rate sensing lead. When the physician performed pacing and sensing thresholds, he noted abnormal sensing on the rate pt also had another model and serial numbered lead. During the invasive procedure, the physician elected to upgrade the pt's aicd because he also required bradicardia pacing.implant date 9/15/92. Removed from service 7/28/94. Total implant time 22months.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.